Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that there was a loss of capture on the right ventricular (rv) lead. The representative changed the electrogram (egm) display and could still not capture rv. An x-ray was performed and result showed retracted leads. Additional information indicated that the lead helix was completely retracted as result of twiddlers. This rv lead was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high pacing threshold. An x-ray was performed and showed that this lead was retracted. Furthermore, the patient presented with heart failure. Additional information was obtained indicating that this lead got dislodged as a result of twiddler's syndrome. This lead was explanted. No additional adverse patient effects were reported.